Manufacturer narrative:
The event date was not reported, the aware date was used as an estimate.

Event description:
It was reported that the patient had a serious injury. It was reported via social media that the patients mitral valve was damaged as a result of their watchman device. The patient required open heart surgery to repair their valve.